Event description:
It was reported by repair work order that the bed would not go up or down due to malfunction cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the footend and headend lifts were stuck at an elevated height due to malfunctioning cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Additional information was obtained during the investigation. Executive summary has been updated to reflect that information.